Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year. It was unknown if the initial reporter sent report to the FDA.

Event description:
The lancet sticks out of the drum, past the end of the cap of the customer's multiclix device after firing it. The drum was properly seated in the lancing device. No adverse event alleged. A request was made for the return of the device.